Event description:
It was reported that a PICC was inserted in a pt with osteomyelitis. Procedure was performed in the operating room and within 36-48 hours after insertion, the pt developed a redness (possible phlebitis) all along the vein. The PICC was removed and another PICC was inserted.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.